Event description:
Clinic notes were received indicating that the vns patient suffering from localization related epilepsy was experiencing several seizures a week while previously having 4-5 seizures the previous year. While the patient's neurologist did not believe the patient was experiencing an increase in seizures, the patient's surgeon stated that there was an increase in seizures. It is unclear whether the increase in seizures is above or back to pre-vns baseline levels. The neurosurgeon stated that the increase in seizures was related to vns end of life. The patient¿s previous interrogation showed 20% battery remaining. Further follow-up revealed that the patient was given a new medication to preclude a serious injury and attempt at better seizure control. No programming changes, medication changes, or other external factors preceded the onset of the event. The patient underwent generator replacement surgery on (B)(6) 2014.

Event description:
The explanting facility discarded the explanted device; therefore, no analysis can be performed.